Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for failed battery and software error. Customer¿s current blood glucose was 192mg/dl. Customer was able to complete pump rewind. Insulin pump will be return for analysis.

Manufacturer narrative:
Unable to perform analysis. Missing insulin pump.